Event description:
It was reported that touchscreen experienced an input issue and did not register touch commands. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up, and no additional information was received regarding corrective actions or event outcome.